Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for difficult/unable to operate (lid closed) due to unknown lot number. H3 other text : see h.10.

Event description:
It was reported that the consumer was not able to open lid and instructions did not say it was unable to be opened once closed with a bd home sharps container. The following information was provided by the initial reporter: it was reported that consumer closed brand new container in error. Stated there are no instructions stating you can not open once it is closed.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed (B)(4). Is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the consumer was not able to open lid and instructions did not say it was unable to be opened once closed with a bd home sharps container. The following information was provided by the initial reporter: it was reported that consumer closed brand new container in error. Stated there are no instructions stating you can not open once it is closed.